Event description:
Information was received indicating that two cadd extension sets were being used and leakage was found in the cadd extension lines several hours after starting the infusion.

Manufacturer narrative:
(B)(6).